Event description:
The neonate patient was tested with a lab result of 26 mg/dl in comparison to the accu-chek inform system result of 41 mg/dl. The results were obtained within a ten minute timeframe. The patient was treated with 20 ml of glucose, additional blood glucose results were obtained 30 minutes later and the patient received additional treatment. New system sent and return requested.